Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. A1-a5 are unknown.

Event description:
The user facility reported the impella cp was placed on a patient with cardiogenic shock for hemodynamic support. However, the pump was removed due to flows not being able to achieve higher than 1.9 l/min on p9. It was noted that the interventional cardiologist believed that the impella catheter got kinked during insertion. The introducer was left in place to insert a new cp. The patient survived the procedure.